Event description:
In 2008: cardiac cath lab customer reports the illumena pressure sleeve hinge pin broke off when he was lifting up the syringe holder to load a syringe. There were no injuries to report.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer removed and replaced broken hinge pin, verified proper operation per mfg's specifications. This is a known issue being investigated. Injector returned to full service by the customer.